Event description:
It was reported that capsule tear was noted by the doctor. A change of intraocular lens (iol) was needed. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, there is no indication the lens was implanted. If explanted, give date: not applicable, there is no indication the lens has been explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation?: yes. Returned to manufacturer on: may 12 2022. Section h3. Device evaluated manufacturer?: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge. No gaps or issues with the handpiece could be observed. The complaint issue could not be confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.